Event description:
It was reported that the patient noted never having therapeutic effect. The patient stated "I'm having a little trouble making it work right and I'm wondering if I'm working it right." Patient services asked the patient to clarify. The patient stated "I tried 4 original programs, none of them worked well." The patient tried 2 of the new programs and "they're working somewhat." The patient goes until he feels stim and then leaves it but his symptoms are still there. Patient services asked if the stim is comfortable or uncomfortable. The patient stated "it can be uncomfortable." The patient stated times it's "too uncomfortable" so he has to turn it down. The patient noted decrease in therapeutic benefit during nighttime. The patient noted "a lot of trouble at night." The patient stated this program worked for 2-3 days overnight and "all of a sudden it's not working." Patient services asked when this occurred and the patient stated "this morning." Patient services asked what the patient's symptoms were like before implant. The patient stated "terrible." The patient stated "I think it's reduced but it really depends." The patient stated anytime there's running water he has to urinate. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0mxde, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the patient on (B)(6) 2015 noted that the patient was still having concerns with their device or therapy but had not sought further help. The patient noted they were going to contact a doctor. Additional information received from the healthcare provider on (B)(6) 2015 noted that terminal overactivity on urol 2012 not u.s. There was a 50% or greater symptom reduction. Reprogramming was not needed. Regarding troubleshooting/interventions, it was noted: none needed. The patient did not experience a loss of therapeutic effect. The patient did not experience a loss of stimulation. The patient was recovered without permanent impairment. Office visit notes were included. From office visit (B)(6) 2014 it was noted: the patient was evaluated for lower urinary tract symptoms. Reason for encounter: initial presentation of symptoms. Sent for a second opinion regarding overactive bladder that had been intractable to medical management. The patient had failed treatment with vesicare, myrbetriq, and toviaz. The patient was bothered primarily by frequency, urgency, occasional urge incontinence, and nocturia. His stream had slowed somewhat but not bad. The urinary symptoms included: frequency, nocturia (x3), slow urinary stream (bur not bad), urge incontinence (if he waits too long) and urgency. The patient described the status of the disease as no improvement. The onset of the lower urinary tract symptoms had been gradual and they had been occurring in a persistent pattern for 8 months. The course had been constant. The lower urinary tract symptoms were described as moderate. It was noted that the patient had office pne (percutaneous nerve evaluation ) with good bilateral lead placement on (B)(6) 2014. On (B)(6) 2014, the patient had significant improvement in symptoms and wanted to proceed with full implant. On (B)(6) 2014, the patient had interstim implant. On (B)(6) 2014, the patient was seen for post-op after interstim. Currently, the patient was on program 1, setting 4.8 and was doing well. They patient was to follow up for more programming. Office notes from (B)(6) 2014 indicated that the patient returned for first interstim reprogramming. The patient stated it was not working but on further questioning the patient's symptoms were much improved. The patient stated programs 2 and 4 did not give him any benefit. It was noted that the device was interrogated and all leads were within normal limits. They changed programs 2 and 4. It was suggested the patient continue with program 3 and was reminded of realistic expectations of the device.

Manufacturer narrative:
(B)(4).